Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A broken bnc connector was found.

Event description:
A user facility reported to olympus that the bnc connector on the front was broken. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the user bumped the product into a hard object accidentally or a strong impact was applied. Regarding the handling of the device, the instruction manual contains the following description: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."